Event description:
The customer reported that the 9800 system locked up. After releasing the fluoro button, the system continued to beep but the display was dark. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power supply and the fluoro function board were replaced. The printed circuit board voltage was adjusted. The system was tested and operates as intended. This event may have resulted in a possible accidental radiation occurrence.